Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Visual inspection: sd scrwdrvr shft/t4 50/self-retain/hxc (p/n: 03.130.010, lot number: 16l5389) was received for analysis. Upon visual inspection, the tip of the drill bit is twisted. No other issues were identified with the returned device. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post-manufacturing deformation of the tip. Document/specification review: the drawing 03_130_010.drw rev. F was referenced for investigation. Investigation conclusion: this complaint is confirmed as the tip of the device is twisted. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, two (2) screwdriver shaft tips were twisted and no longer self retains the screws. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) sd scrwdrvr shft/t4 50/self-retain/hxc. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Reporter is a j&j sales representative. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.